Event description:
It was reported that post op a laparoscopic sigmoid colectomy procedure; the patient had a leak three days post op. The patient was re-operated and the wound drained. The patient had an additional two days hospital stay. It is unknown where the leak was coming from. It is unknown if the staple lines were leaking. The device was discarded.

Manufacturer narrative:
(B)(4). The case went well inter-operatively. The surgeon has previously used the flex 60 before. In both cases, the rep was present, the staple lines were hemostatic, and standard leak test were performed (including use of anoscope). The circular fired upside down and was dialed to 1.0mm 2 flex firings to get across the resection. Flex device was articulated against pelvic bone. Resident actually fired the device (rep in-serviced before the case and was present to walk through the device use during the case). Two days post-op, the patient was fairly sick. Leak not specifically located due to inflamed tissue. They put in a drain. No physical indication that there was a mechanical failure of the staple line. Both cases went extremely well.